Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was implanted with an implantable neuro stimulator (ins) for essential tremor and movement disorders. It was reported that there was an elective replacement indicator (eri) message on the patient programmer (pp). It was reviewed for the rep to run longevity using programmed settings, however trouble shooting could not be done due to lack of access to the product. The rep was unable to provide therapy z and patient history at the time of the report. It was reported that battery replacement was scheduled for today shortly. The rep indicated that patient was upset their ins did not last as long as the previous ins and the rep was not sure if it was normal battery depletion. Patient was currently at 2.54v. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
The correct explant date is (B)(6) 2018 and not (B)(6) 2018 as submitted in the initial report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating the most likely cause for the patient's ins not lasting as long as the previous one was most likely due to high settings/voltage. The rep also noted that the patient was doing better.